Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported a pinhole was noted leaking on one lumen (B)(6) 2020. The hospital advised they don't have the PICC, lot number or any other information.